Event description:
It was reported that the implantable cardioverter defibrillator was found in backup mode. Programming changes were performed to restore the device. There were no patient consequences.